Event description:
Patient allegedly received an implant on (B)(6) 2018 via an unspecified vein due to pulmonary embolism and recent surgery with chest wall hematoma. Patient is alleging vena cava perforation and device is unable to be removed. Patient notes and further alleges "psychological and emotional injury". Per the ivc (inferior vena cava) filter placement report dated (B)(6) 2018: "findings: successful ivc filter placement. Ivc is patent. Tolerated procedure well without immediate complication". Per the unsuccessful filter retrieval report dated (B)(6) 2018: "multiple attempts at removal of the infrarenal ivc filter using a snare device were made. Subsequently, an alligator clamp was advanced to the filter and gentle traction placed on the filter) with attempts unsuccessful at dislodging it from the caval wall. A repeat ivc venogram through the filter sheath was performed and a small lvc tear was seen. Extravasated contrast was contained. Procedure was subsequently aborted".

Manufacturer narrative:
H6 (device code): appropriate term/code not available (3191) for device perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava perforation/vena cava tear, unable to remove, psychological/emotional injury. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported psychological/emotional injury is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect platinum filter. Occupation: non-healthcare professional. 510(k)/PMA: k171712. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2018". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.